Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an "errc-7" message with the adc device. The customer was pale with abdominal pain and the caregiver additionally reported they were unable to obtain sensor reading due to "scan again in 10 minutes" message. The customer was treated with sugar by caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. The retain testing was unable to review as strips expired on 31-oct-22. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an "errc-7" message with the adc device. The customer was pale with abdominal pain and the caregiver additionally reported they were unable to obtain sensor reading due to "scan again in 10 minutes" message. The customer was treated with sugar by caregiver. There was no report of death or permanent injury associated with this event.